Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The device was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received info alleging a ventilator's display screen was cracked. The device was not in pt use.